Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there were missing parts on the handle and third party insulation issues.

Manufacturer narrative:
The following repair diagnostic codes were identified: (broken/fractured handle). This does confirm the alleged failure mode of [missing piece on handle]. Probable root cause: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures: use error. Shear pin failure in handle. (Proximal end of device). The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there were missing parts on the handle and third party insulation issues.